Manufacturer narrative:
The pipeline was returned inside the catheter and a large amount of blood was found inside the catheter and on the pipeline. Based on the findings, the large amount of blood found inside the catheter likely prevented the pipeline from fully opening. (B)(4).

Event description:
Treatment of an aneurysm. It was reported during delivery, the distal section of the pipeline opened but the mid-section did not open. The entire system was removed from the patient was another one was used to complete the procedure. No patient injury reported.